Manufacturer narrative:
The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old hispanic female had impella cp pump inserted without difficulty. Patient was constantly bleeding around repo sheath so daily blood products was given. The patient is obese and lost at least 200 cc of blood in seven (7) days.